Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, it was reported that leakage of solution was noted from the secure lock male adapter. The volume of solution that leaked was unspecified. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number 12030. The domestic list number has a common device name of 80frn and has a 510k of k865060. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).